Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event of abdominal pain, cloudy pd effluent and nausea which warranted initiation of antibiotic treatment. However, there is no documentation in the file to show a causal relationship between the liberty select cycler/liberty cycler set. The cause of the patient's streptococcus agalactiae (beta hemolytic streptococci group b) peritonitis is unknown; however, anal or genital tract colonization is the usual source of contamination. Although a cause of the peritonitis cannot be determined, the liberty cycler set cannot be excluded as causing or contributing to the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an event of peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), the patient came into the dialysis clinic (B)(6) 2019 with complaints of intermittent pain, most notably around their pd catheter (not a fresenius product) site, cloudy pd effluent, and nausea. A sample of pd effluent was obtained and sent for culture and white cell count and the patient was prophylactically treated with vancomycin (1.5 g) and ceftazidime (1.5 g) times one dose via intraperitoneal (ip) dwell. The patient did not require hospitalization and pd therapy continued without interruption using the same liberty select cycler. Subsequently, on (B)(6) 2019, pd effluent culture yielded positive growth of streptococcus agalactiae (beta hemolytic streptococci group b); white cell count was not provided. Antibiotic therapy was restarted with vancomycin (1.5 g) and ceftazidime (1.5 g) daily via ip dwell for 12 days. The pdrn also states the cause of the patient¿s peritonitis is unknown. Reportedly, the patient is recovering and continues with pd therapy. There were no reported liberty select cycler/liberty cycler set product(s) issues or malfunctions.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.